Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed from the drawing provided by the customer, showing how the nurse set up the primary and secondary infusion during the reported event. In the drawing, the secondary set is attached to the primary set below the pump module. In this configuration, there is nothing to regulate the flow from the secondary container and this will result in the bag emptying rapidly when the secondary set roller clamp is opened. Functional testing was not performed on the device due to a safety clamp open alarm when the disposable set was loaded into the device. The device was noted to have a 3rd party latch/ sear. The root cause of the overinfusion was user error (incorrect secondary infusion configuration).

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported two instances of an over infusion of a secondary medication by the same user. This is the report for the first event where the secondary medication, magnesium (4 grams) was to infuse over 4 hours. After the first hour the nurse found the bag empty unexpectedly. The primary infusion was normal saline. The telemetry patient was monitored prior to the event, and remained on telemetry after the event with no patient harm reported. The user obtained new devices to complete the infusion with the event tubing, and the event devices were sequestered and picked up by biomed for testing. Biomed sent a drawing of the administration set configuration the nurse used which showed the secondary tubing attached below the pump module. Hospital biomed tested the devices and did not find any infusion delivery issues when the secondary set was attached to the primary set above the pump module, and the devices failed testing as the user reported when attached below the pump module.